Event description:
It was reported that an infant pt underwent open heart surgery stage one - norwood procedure in 2009. During the procedure, there was a great deal of bleeding. Gauze was used to stop the bleeding and it was placed at the bleeding point on the aortic arch. The gauze was left in the pt. A drain was placed in the pericardium and the chest closed. The chest was re-opened to remove the gauze 2 days later. When the surgeon removed the drain, there was hemorrhaging from the cardiac muscle. The flute (channel) part of the drain had caught up the right ventricular epicardium. The surgeon opines that the drain seemed to hurt the cardiac muscle as there was bleeding again. The loss of blood volume was not estimated in the hospital. The pt suffered cardiac arrest and was treated by heart massage, blood infusion and cardiotonic agent. Suturing was performed at the bleedings site to stop the bleeding. The patient is still hospitalized because of performing the glenn procedure (stage ii).

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.